Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
A report was rec'd through the FDA medwatch medicinal product reporting program that a pt developed an eye infection that did not respond to viral treatment while using renu (unknown type). The pt stated that for 2.5 months, her eye was extremely light sensitive and eventually became so scarred that she became legally blind in one unspecified eye. She stated that not until the eye was treated for a fungal infection did the eye heal. Her event did not subside until 2-5 months later although she did have permanent scarring and had elected not to have a corneal transplant. Medical records rec'd from the pt's eye care physician note the following: the pt presented to the eye dr in 1999 with a very red and teary left eye. She was also complaining of photosensitivity, but no pain. She was diagnosed with microcystic edema with no dendrites or infiltrates. The pt was prescribed voltaren, genteal gel, and ciloxan. The pt was seen several times in three months. During this time, the pt was diagnosed with a central corneal ulcer with an epithelial defect and infiltrate, possibly as a result of the herpes simplex virus or acanthamoeba. Culture scrapings were taken of the pt's cornea, and were negative for fungus and bacteria. The pt was prescribed multiple treatment regimens which included, at one time or another, use of: a bandaged contact lens, neosporin, viroptic, acyclovir, ocuflox, fortified vancomycin and tobramycin, preservative-free tears, brolene, amikacin, chlorhexidine, muro, erythromycin, and vicodin/advil for pain. The pt's uncorrected visual acuity in the left eye deteriorated to hand motion - count fingers. Her vision in that eye did correct to 20/100 pinhole. The ulcer eventually healed by three mos later, and a corneal scar remains. Records from an office visit 16 months since event date indicate that the pt's vision in the left eye was 10/60 fb and 20/80 (pinhole). The physician recommended that the pt try wearing a hard contact lens to improve vision; otherwise, she was advised to consider undergoing phototherapeutic keratectomy or a corneal transplant.